Event description:
It was reported that during the procedure in the proximal left anterior descending artery, a 2.75x18 rx xience v stent system was advanced with resistance due to heavy calcification and force was applied. The stent was deployed. After stent deployment, the physician observed a dissection at the distal edge of the stent. A 2.75x23 xience v stent was deployed to cover the dissection. The procedure was completed. There was no adverse patient sequela and no clinically significant delay in the procedure. The patient is reported as doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.